Manufacturer narrative:
The suspected central processing unit (cpu) was returned to philips for evaluation. The technician verified that the alarm error code e1104 shows multiple times in the log. Even though the error code e1104 could not be duplicated at the product investigation lab (pil), the pil tech verified intermittent raspy secondary (ls1) speaker tones when sending the standard test bed (stb) into a hardware power fail condition. The intermittent raspy tones are due to an intermittent faulty ls1 with the unit. In a no power/hard power fail state the pil tech allowed the visual and audible back up alarm (ls1) to operate for a period of 2 minutes. The light emitting diode (led) portion of the hardware power fail operated correctly but ls1 which provides the audible tones indicating a hardware power fail operated with intermittent raspy audible tones indicating a latent failure of ls1. The cpu printed circuit assembly (pca) passes all engineering testing, and all voltages required for the proper operation of the system are well within specification.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: backup alarm failed" error code. The device was in clinical use when the issue occurred; however, there was no delay to therapy reported due to this event. There was no patient or user harm reported. Information was received indicating that the device continued to be used since the issue was improved after restarting.

Manufacturer narrative:
A service engineer (se) reported that a "check vent: backup alarm failed" (diagnostic code 1104) was observed during evaluation, and the code was confirmed in the event log. The se reported that the central processing unit (cpu) board was replaced to resolve the issue. D4 - product UDI number is updated.